Manufacturer narrative:
Received the following, one opened/used simplera serter in its ¿non-retracted¿ state, sensor inside the serter. The unit is in this state and the needle remains exposed following actuation. This state is characterized by the frame and sensor carrier. Performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none was found. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the actuation clips are intact, inspected the insertion and retraction springs for any misalignment and none was found, also inspected the insertion needle for any physical damage or misalignment and none was found. Then, proceeded to disassemble the serter using the roland cnc-machine (mdx-50), to identify whether the plunger and frame could be separated using disassembly instructions. There is component frictional interference between the plunger and the frame, preventing retraction. Using the science scope macroscope (cc-sdect-4k-af) inspected the plunger, retainer, frame, and sensor carrier/snaps for physical damage and found frictional interference between the plunger and the frame. Inspected the sensor carrier snaps to have no damage. Inspected the insertion needle and found the needle retractor shoulders with no damage along the needle retractor. See attachment files for details. In conclusion: the customer complaint of needle hard to retract is confirmed. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the frame turned out to be damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor for which the inserter fired but did not release the sensor. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed and customer and he sensor was stuck in the inserter and the needle did not retract. No harm requiring medical intervention was reported. Mmt-5120c1 was requested and customer response was the device will be returned.